Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, unknown cup, unknown stem. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-5196. 0001825034-2019-5195. 0001825034-2020-00553. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported patient underwent a revision procedure due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The received additional information does not change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to infection approximately 6 months post implantation. Attempts have been made and additional information on the reported event is unavailable.